Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device via right axillary artery for mechanical circulatory support (mcs) with possible bridge to transplant. Approximately five days after start of the support, a hematoma at the right shoulder was noted. In response, heparin was held. The patient continued on impella mcs pending bridge to transplant. Twelve days later some oozing of the shoulder was noted. Physician was made aware with no orders given. It is unknown if heparin was still on hold during this time. The patient continues on impella mcs, and latest update noted the patient is doing well still pending bridge to heart and kidney transplant.